Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not turning on the iob feature).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (insulin on board (iob) calculation) issue. The reporter stated that the patient has been having low blood glucose (bg) levels due to the pump's iob feature not turned on. Emergency medical services was called and patient was taken to the hospital. The patient was treated with IV glucose and IV fluids. Customer support (cs) completed troubleshooting and the iob is not showing up on the bolus total screen. This complaint is being reported because the patient allegedly experienced hypoglycemia related to user error in patient not turning on the iob feature.